Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump was over heating. Customer¿s blood glucose was unknown at the time of incident. Customer was calling back to report pump continuing overheating after previous troubleshooting was completed. Customer inserted new battery and insert battery still occurs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with device heating up due to corroded battery tube.